Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked display window corner, and broken belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.